Event description:
It was repported that the patient experienced diaphragmatic stimulation and twitching which caused the lead to dislodge. The lead was turned -off- and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.